Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that every time the patient would turn on her device, it would shock her. The patient underwent an ipg replacement procedure. During the procedure, the physician noticed that there was a biological material in the section at the ipg header that might have caused the device to malfunction. The patient was reportedly doing well postoperatively.